Event description:
It was reported that an asymptomatic patient presented in the operating room for a lead replacement procedure. The right ventricular lead exhibited high pacing impedance intermittently. The lead was explanted and replaced. The patient was stable during and post procedure.